Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems' packaging units were not sealed and the products were able to fall out. The following information was provided by the initial reporter: "the black portion of the label is not sealed. Product is able to fall out."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems' packaging units were not sealed and the products were able to fall out. The following information was provided by the initial reporter: "the black portion of the label is not sealed. Product is able to fall out."

Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex c grid: c160502. Imdrf annex d grid: d03. H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2102869, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed four 24 gauge nexiva devices in their unit packaging. Two packages were shown with the top web up and two packages were shown with the bottom web up. Two packages appeared have black splice tape on the top web packaging. The product, lot, and expiration information was not printed on the label with the splice tape that was shown with the top web up and it could not be visually confirmed if the packaging was open along the black material, but it was likely that the material prevented a complete seal of the packaging. Additionally, the engineer inspected the provided photo to identify any missing components but no missing components were visible in the provided photo. Therefore, the reported issue of unsealed packaging was verified but the reported issue of missing blue caps could not be verified. Regarding the issue of unsealed packaging, the engineer noticed black splice tape on the package. Splice tape is known to prevent the top web from adhering to the bottom web resulting in an incomplete seal. The black tape was from the manufacturing process and was used when a new roll of webbing was installed to help align and insert a new roll. Tape was put on the roll to signal the system to not fill the pockets at the spliced location and reject a number of packages to ensure that no issues occur. It was then the operator¿s job to follow the splice through the machine to insure it traveled through the machine as desired and make sure that the row with the splice was discarded by the vision system at the end of the machine. This step may fail if operator bypassed the vision system sensors, which will disable detection of the splice taped packages. With the properly functioning vision system, spliced empty packages are discarded into the sorting bin designated for different kinds of packaging rejects where the packaging operator was supposed to sort through and identify any issues. Finally, since no components were found missing the engineer could not determine an exact root cause for this reported issue but it has been known that the splice tape can prevent a complete seal from forming allowing for the possibility of components falling out of the packaging. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all packaging operators to raise awareness of this issue and ensure that proper procedure is being followed and each rejected package is being inspected correctly. H3 other text : see h10.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems' packaging units were not sealed and the products were able to fall out. The following information was provided by the initial reporter: "the black portion of the label is not sealed. Product is able to fall out."